Event description:
Underdelivery reported. The pump was set to deliver 500cc of 5fu over 48 hours (10.4ml/h). The dosage for this patient was 1800-2000mg/day. The power source was a 9 volt battery with the pump in a fanny pack. The patient called the home care office in the evening stating that the pump continued to alarm "infusion complete" but the bag was not empty. The patient was instructed to stop the pump. A visit the next day by the nurse found that the pump display read 384cc infused and visual inspection of the bag showed approximately 80ml gone from the bag. The patient was placed on a different pump for the remainder of the infusion. There were no adverse effects to the patient or his intravenous access site. No additional information was available.